Event description:
This valve was explanted due to "critical" aortic and subaortic stenosis confirmed by cardiac catheterization. It was replaced with a 19mm carbomedics mechanical heart valve (model r500). It was also reported the patient experienced a post-op cva in january 2000 followed by a tia several weeks later. The patient was not prescribed anticoagulants.